Event description:
Patient's abdominal wound/fistula being treated with npwt vacuum-assisted device. An air leak was noted in the npwt dressing. No alarm sounded to signal the leak. Drainage from the wound leaked onto the surrounding skin. Per the wound care nurse, patient had dermatitis with denudation of the skin. The pump was changed out, but the same type of incident occurred with the new pump the next day. In this additional event, the new pump failed to detect a dressing leak; however, there was no harm caused to the patient.